Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and noise was reproduced. No intervention was performed and the physician elected to monitor the patient. The patient was in stable condition.